Manufacturer narrative:
(B)(4) service technician was on site and inspected the product . A defective potentiometer was identified to have caused the leg plate not to stop at level position. After the visit of the (B)(4) technician, the clinic changed the defective potentiometer on their own. Even in the event the potentiometer is defective the table stops as soon as the level bottom is released. In the instructions for use it is stated that the customer has to observe the table while adjusting. The product was produced in (B)(6) 2001. Nochange of any potentiometer for this table has been reported since. We asked the customer several times regarding the outcome of the injured patient but didn't get more information. (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).

Manufacturer narrative:
We contacted the customer and asked for additional information but at the time of this report no further information was available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer stated that during an ankle rehab the customer was hitting the level button of the operating room-table and the leg section went past the level position and broke the patients ankle. (B)(4).